Event description:
Patient contacted dexcom to report bleeding at the site of insertion.

Manufacturer narrative:
Patient called to report bleeding at the insertion site. He used gauze and neosporin and applied a band aid for the bleeding. The area was bruised and there was something that looked like a hole where it happened. Patient showed the doctor the site when he went to the office and they advised him to put neosporin on it. Patient is fine. There is no additional information available.